Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, it was noted that the catheter was returned without a guidewire present. Some tissue was visibly stuck to the returned damaged guidewire. This was likely the cause of the issue advancing the guidewire. A known good guidewire was inserted without any unusual resistance noted. Deployment to flower was successful.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af), a farawave pfa catheter was selected for use. The guidewire was inserted into the catheter without issue. The catheter was advanced into the left superior pulmonary vein (lspv). The guidewire became stuck, and the physician was unable to advance the guidewire. When the guidewire was removed, tissue was observed in the guidewire. The guidewire broke into two pieces when it was removed from the patient. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af), a farawave pfa catheter was selected for use. The guidewire was inserted into the catheter without issue. The catheter was advanced into the left superior pulmonary vein (lspv). The guidewire became stuck, and the physician was unable to advance the guidewire. When the guidewire was removed, tissue was observed in the guidewire. The guidewire broke into two pieces when it was removed from the patient. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to return for laboratory analysis.